Manufacturer narrative:
An outside of united states (ous) customer reported three discordant, falsely elevated cancer antigen (ca 19-9) patient results (3 patients) obtained on an atellica im 1600 instrument. Siemens is investigating the issue.

Event description:
Three discordant, falsely elevated cancer antigen (ca 19-9) patient results (3 patients) were obtained on an atellica im 1600 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate atellica im 1600 instrument. The repeat results were reported, as the corrected results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated cancer antigen (ca 19-9) patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00232 on 17aug2022. Additional information (18oct2022): an outside of united states (ous) customer reported three discordant, falsely elevated cancer antigen (ca 19-9) patient results (3 patients) obtained on an atellica im 1600 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist reviewed the information provided. It was determined that when the atellica im wash ring air heater is set to 40°c, ca 19-9 recovery is lower than when the wash ring air heater is set to 34.5°c. There is no indication that the wash ring air heater is changing set points when it should not be, so the atellica im is performing as designed. The instrument is performing according to specifications. No further evaluation of this device is required.